Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 0338470 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Although no kit lot was originally provided, analysis of the customer data revealed that bd sars-cov-2 reagents for bd max¿ system kit lot 0338470 was used to test the discrepant samples and was thus investigated in this report. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 0338470 was manufactured according to specifications and met performance requirements. Customer reported discrepant results with the bd sars cov-2 reagent when using a modified udp protocol on the instrument, which corresponds to off label use. Customer provided three runs (runs 541, 569 and 576) as well as 3 pictures of another run (run 493) performed on instrument ct1462, and ind, unr and positivity rate reports for investigation. The customer¿s udp settings were verified and as mentioned in the complaint text, customer used several modified parameters. Manual pcr curve adjudication was conducted across n1 positive samples identified as discrepant results by the customer (run #493/a9, run #541/a9, b9, run #569/a3 and run #576/a1). Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Pcr curves revealed late and low fluorescence without anomaly in the signal. However, bd is unable to confirm whether these results are true positive since the customer used off label udp settings potentially responsible for these discrepant results . Customer should re-establish the correct udp parameters, as described in the package insert, to ensure proper assay performance. Overall, based on the investigation, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 0338470. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). H3 other text : see h10.

Event description:
It was reported while testing for sars-cov-2 a potential false positive result was obtained. There was no report if repeat or confirmatory testing was performed. There was no report of patient impact. Eua# (B)(4).

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2 a potential false positive result was obtained. There was no report if repeat or confirmatory testing was performed. There was no report of patient impact. (B)(4).